Event description:
It was reported that there was a broken foot pedal that occurred during delivery. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The hospital evaluated the unit.